Event description:
It was reported the patient received unanticipated atp therapy. Upon review of the stored egms, the vf episodes were determined to be due to noise from emi. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.